Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy3773 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that dilator buckled when introduced. When nurse went to introduce, the end of the dilator flipped up and was unable to advance the dilator further. A new kit was opened and the next dilator went smooth. There was no damage to the patient but it did cause delays in procedure.

Event description:
It was reported that dilator buckled when introduced. When nurse went to introduce, the end of the dilator flipped up and was unable to advance the dilator further. A new kit was opened and the next dilator went smooth. There was no damage to the patient but it did cause delays in procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a difficult insertion is confirmed. One 3.5 fr microez microintroducer was returned for evaluation. The product sticker label indicated lot: refy3773. The dilator was not returned, and the sheath had not been peeled. The sheath was observed to be bent at the proximal end extending from the peelable tabs. Bunching of the sheath tip was also noted. Microscopic observation of the sheath tip revealed the material to be compressed and bunched inwards. The damage and deformation observed is consistent with damage caused by advancement against resistance. The product instructions for use (IFU) contains information that may have prevent the reported issue. The IFU states, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision. Since evidence of a difficult insertion was observed, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.